Manufacturer narrative:
Reliability analysis evaluated eight open/used reservoirs. Performed pre-fill reservoir testing and found no air bubbles during analysis. Checked o-rings/stopper groove for defects and none were found.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of air bubbles anomaly on the reservoir. The customer's blood glucose reading was unknown during time of incident. The customer's blood glucose was 326 mg/dl starting troubleshoot, and went down to 288 mg/dl halfway through. At the end of troubleshoot, the customer's blood glucose was 223 mg/dl. The customer experienced bubbles issues since changing the set. The approximate sizes of the air bubbles are 1/2 inches each. The product was returned for analysis.